Event description:
It was reported that during prior to use testing, a physician found that the tracheostomy tube cuff would not remain inflated. There was no patient involvement.

Manufacturer narrative:
(B)(4). One sample of a tracheal tube was received for evaluation and no lot number was provided. A visual inspection was performed and it was observed that all components were assembled properly in the tube. Inflation/deflation tests were then performed by applying air to the cuff. It was observed that the cuff held the air. The sample was left inflated for two hours and after this time no deflation was observed. The customer reported failure mode was not confirmed.

Manufacturer narrative:
The lot/serial number was not provided. Therefore, no manufacturing date is available. (B)(4).